Event description:
Additional information was received that provocative testing was performed, but the noise was unable to be reproduced.

Event description:
During a clinic follow-up, episodes of noise resulting in oversensing and automatic mode switch were observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.